Event description:
The customer reports: one spring wire guide (swg) kinked during insertion into a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened cvc kit with a representative spring wire guide (swg) sample for evaluation. The kit was opened and visual examination revealed no obvious defects or anomalies to the swg. Microscopic examination confirmed that both the distal and proximal weld were fully attached and spherical. The length of the returned swg was measured to be 686mm which is within specifications of 679-687mm per swg product drawing. The outer diameter of the returned swg was measured to be 0.79mm which is within the specification of 0.788-0.826mm per swg product drawing. The swg was passed through the returned kit's 18 ga introducer needle and a lab inventory ars with no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was unable to be confirmed through examination of the representative sample returned because no problem was found. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the inspection, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: one spring wire guide (swg) kinked during insertion into a patient.